Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. During the device evaluation, the scope passed all of olympus functional standards.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. Additionally, it was reported that there was dripping water from the distal end. The scope was sampled once. During the sampling, the scope tested positive for 5 colony forming units (cfus) of unspecified microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b5 and b6, since the subject device was a demo device, the user did not perform culture testing. The customer reported event was water in the scope channel which alone is not a reportable event. When the device was returned for evaluation and culture tested by olympus the positive culture was identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: distal end cfu: no detection (n.d.) Bacterial identification: n/a sampling date: (B)(6) 2023 sampling from: biopsy channel (ch)/suction ch cfu: 1 cfu bacterial identification: rothia dentocariosa sampling date: (B)(6) 2023 sampling from: air/water (a/w) ch cfu: 5 cfu bacterial identification: staphylococcus epidermidis sampling date: (B)(6), 2023 sampling from: auxiliary water ch cfu: 1 cfu bacterial identification: staphylococcus epidermidis sampling date: (B)(6) 2023 sampling from: distal end cfu: n.d. Bacterial identification: n/a sampling date: (B)(6) 2023 sampling from: biopsy ch/suction ch cfu: 0 cfu bacterial identification: n/a sampling date: (B)(6) 2023 sampling from: a/w ch cfu: 0 cfu bacterial identification: n/a sampling date: (B)(6) 2023 sampling from: auxiliary water ch cfu: 0 cfu bacterial identification: n/a this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation from instructions for use (IFU) was confirmed: - internal channel may have been insufficiently dried out at olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The event can be prevented by handling the device in accordance with the following item in IFU: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ rinsing the endoscope and accessories following disinfection_ dry the endoscope olympus will continue to monitor field performance for this device.